Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer's mother reported motor error alarms during a basal and bolus delivery. Customer's blood glucose was 247 mg/dl. The mother declined to troubleshoot for the daughter's blood glucose. The customer could not recall any significant events leading to the alarm. It was found the customer was able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor. The motor was tested outside the device and it passed. The pump also had a cracked case at the display window corners, a cracked reservoir tube, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.